Event description:
Complainant alleged that during biomed testing, the electrode packaging did not open correctly and caused them to stick together. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.